Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was also received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was repeatedly receiving compromised force sensor system alarms on the insulin pump while performing the tube filling stage. The customer's blood glucose was 180 mg/dl. The customer also stated that the cap beneath the motor was sticking out. Advised customer to discontinue use of the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.